Event description:
It was reported that following a laparoscopic gastrectomy, a patient presented to the emergency department six days after surgery with abdominal pain, dizziness and nausea. Imaging with a computed tomography scan which was not planned, revealed a large hematoma on the dissected omentum and intra abdominal bleeding. The physician noted no blanching of the tissue during dissection and mobilization of the stomach and no bleeding was observed during the procedure. No intervention was performed to resolve the bleeding when the patient went to the emergency room. The intra abdominal bleeding later subsided and the patient was discharged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a laparoscopic gastrectomy, a patient presented to the emergency department six days after surgery with abdominal pain, dizziness and nausea. During the procedure there was energy delivery noted, no re-grasp alert and end tone was heard. Imaging with a computed tomography scan which was not planned, revealed a large hematoma on the dissected omentum and intraabdominal bleeding. The patient was not on any medications prior to the procedure. The physician noted no blanching of the tissue during dissection and mobilization of the stomach and no bleeding was observed during the procedure. No intervention was performed to resolve the bleeding when the patient went to the emergency room and no any other ligasure seal sites found to have reopened. The intraabdominal bleeding later subsided and the patient was discharged.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.